Event description:
New information received notes that post-paced t-wave over-sensing had recurred on the implantable cardioverter defibrillator. Programming changes were made, but it did not resolve the issue. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. No intervention was performed. No patient consequences.